Manufacturer narrative:
The balloon catheter afapro28 with lot number 08996 was returned and analyzed. External visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for two injections. The catheter was able to complete the performance test with testing console without triggering any system notice. Dissection testing showed a guide wire lumen kink 1.18 inches from the tip. The pressure test did not show any breach at the kink location. In conclusion, the reported guide wire lumen kink issue was confirmed through product analysis. The balloon catheter failed the returned product inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the guidewire lumen kinked when the balloon catheter was inflated. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.